Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 03.010.522-us lot: 9778797 manufactured by: umkirch manufacturing date: january 27, 2016 a device history record (DHR) review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. Visual inspection: the spiral combination hammer 500 grams was returned and received at jrz pal. After physical review of the device, it was observed that the hammer is broken from the welded area where the hammer head and the handle are joint together. Rest of the device shows scratches/normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to the design of the device and post manufacturing damage. Document/specification review: combination hammer 500 gr (current and manufactured) hammerhead 500g (current and manufactured) shaft with silicone grip (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion: the complaint of the device can be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that the slotted mallet was broken where the weld between the mallet head and the handle was damaged and it allowed the mallet head to come off. There was no patient involvement. This report is for (1) spiral combination hammer 500 grams. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.